Manufacturer narrative:
Death date: (B) (6) 2010.device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
(B) (4). It was reported that post a coronary stenting treatment procedure, the patient expired. The de novo target lesion being treated was located in the mid left anterior descending (lad). The target lesion was 90% stenosed, 3.00mm in diameter and 24.0mm long. Predilation was performed with an unknown 2.00x15mm balloon at 15atms. The physician implanted a 3.00x24mm taxus liberte stent in the lesion at 12.0 atms. Post-dilation was performed with the stent delivery balloon at 14.0 atms. Post-ivus (intravascular ultrasound) was performed. The stent was well apposed. In (B) (6) 2010, a 6-month follow-up was performed and the patient had no anginal symptoms. In (B) (6) 2010, it was noted that the patient expired due to cerebral infarction.